Event description:
The pt was implanted for treatment of depression. At follow-up office visit with treating psychiatrist 17 days post implant, the pt was referred to surgeon due to signs of infection at the incision site. Antibiotics were prescribed to treat the infection. The infection has reportedly resolved.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the device is explanted and returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.